Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2dr01aa implantable pulse generator (ipg) implanted: (B)(6) 2006; product ID 4557m-53 transvenous lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds over time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.